Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms while connected to the heartmate mobile power unit (mpu) was confirmed via the submitted log files. Throughout the submitted controller event log file, intermittent atypical power cable disconnect and low voltage hazard alarms activated while connected to the mpu due to the relative state of charge (rsoc) voltage of both power cables decreasing below the alarm thresholds. The alarms resolved each time when the rsoc voltages returned to the expected voltage range. The atypical power cable disconnect and low voltage hazard alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. Multiple attempts were made to obtain additional information regarding the resolution of the alarms, serial number of the mpu in use at the time of the reported event, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if the mpu will be returned; however, no additional information has been provided and to date, the mpu has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot power cable disconnect and low voltage hazard alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mpu to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing intermittent pump power alarms when the power cables were manipulated on the mobile power unit (mpu). It was noted that there was damage to the system controller's black power cable. Some low voltage and power cable disconnect alarms were also seen upon initial interrogation. The system controller was exchanged, and log files were submitted for evaluation. The event log file captured several low power advisory events while connected to mpu power on 20aug2025 and 22aug2025.